Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 328 mg/dl while wearing the pod between 4 and 24 hours. While patient was reporting this pod for (high bgs), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a manual injection was delivered and a new pod was applied. (B)(6).

Manufacturer narrative:
The returned device was evaluated with the needle mechanism fully deployed. The pink slide insert had moved forward and was held in place by the catch beam, and no issues were found that would result in a needle mechanism failure. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin correction to : model no changed from 19191 to 14000. Expiration date changed from blank to 12/25/2018. Unique identifier (UDI) # changed from (B)(4). Device mfg date changed from blank to 6/25/2020.

Manufacturer narrative:
Expiration date changed from 12/25/2018 to 6/25/2020. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from 6/25/2020 to 12/25/2018.